Event description:
The ultrasonic scalpel became hot during use and caused a burn to the patient's stomach organ internally. No other patient injury was reported. Patient condition post-op was reported as satisfactory.

Manufacturer narrative:
The device was evaluated by ascent healthcare solutions and the device failure could not be duplicated. A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The ascent healthcare solutions IFU states: "blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During prolonged activation, the blade, the clamp arm, and the distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times."